Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Date returned to manufacturer. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was noted that the tips of two (2) t25 stardrive shaft for matrix long were worn out. There was no patient involvement. This report is for one (1) t25 stardrive shaft for matrix long. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part # 03.632.072; synthes lot # 6968780; supplier lot # na; release to warehouse date: 14sep2012; manufactured by synthes monument; no nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: flow: damage - visual (appearance not as expected). Visual inspection: the t25 stardrive shaft - long (part # 03.632.072, lot # 6968780, mfg # 14-sep-2012) was inspected at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the t25 stardrive shaft was worn and rounded. Also, the t25 stardrive shaft shows signs of minimal wear for its 5-year lifetime. No new malfunctions have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the t25 stardrive shaft and the diameter of the tip measured 4.60 mm (ca592) that falls within the specification of 4.60 to 4.63 mm, based on the device drawing. Document/specification review: the device drawing were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. A device history review was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the age of the device and any unintended forces encountered by the device during its usage or handling could have led to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.